Event description:
A patient reported blood glucose results of 12.5 and 5.5 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the patient suffered a serious injury. New test strips are being sent to the patient.